Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cutaneous contour deformity, migration. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of a 480cc mentor memorygel breast implant prosthesis. Post-operatively, an additional revision surgery to correct bottoming out of the implants was performed in 2018. At a later date, she experienced a right-sided contour deformity. She was then diagnosed with a ruptured left breast implant using magnetic resonance imaging. As a result, the patient underwent bilateral exchange with motiva implants on (B)(6) 2025. This report is for the left breast prosthesis.

Manufacturer narrative:
On september 28, 2025, mentor completed an evaluation on the returned device. Device evaluation: mentor conducted a visual inspection of the device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).